Manufacturer narrative:
Concomitant medical products: w1tr01 crtp implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead possibly exhibited intermittent far field r-wave (ffrw) oversensing. Possible undersensing on the right ventricular (rv) lead was also noted. The leads remain in use. No patient complications have been reported as a result of this event.